Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later ht pt experienced bladder prolapse, urinary incontinence, urgency, urinary tract infections, pain, loss of sexual desire, anorgasmia and dyspareunia. A mesh excision was performed.